Manufacturer narrative:
Additional information: section d.6b & h.6. The recipient's device was reportedly not explanted, however, was repositioned. The recipient remains implanted and is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The recipient presented with loss of sound. The recipient's device was explanted. The recipient was re-implanted.